Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, and preimplantation testing. The valve did not meet the requirements for reflux, and pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that although the event might have been related to low intracranial pressure, cerebrospinal fluid (csf) did not flow normally. The patient's status at the time of the report was alive-no injury.